Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 08feb2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drawer 5 not sensing closed" was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order #(B)(4) the fse reported that the full height (fh) cubie drawer 5 was not sensing when being closed. Fse inspected for missing magnetic, but it was intact. Fse then replaced the latch sensor, but the issue persisted. Finally, the fse replaced the fh pyxibus interface pcb. After the replacement, the drawer became functional, and the customer was able to successfully access the drawer. During dchu visual inspection: p/n 151903-01: received with thermal damage present on component u300. P/n 353949-01: received with no signs of physical damage, missing components or signs of fluid ingress. During dchu testing: p/n 151903-01: since thermal damage is present on the component, no testing is required. P/n 353949-01: since the component measured during dmm testing did not meet expected value, functional testing was deemed unnecessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recognize as closed. As per part investigation, it was determined that there was thermal damage observed on the component u300 of full height cubie pmc (p/n: 151903-01) circuit board. There were no delay, no adverse events or injuries reported based on this event.